Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the channel disconnects. This occurs intermittently, and the module doesn¿t ¿click or snap¿.